Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she had been calling regarding bent cannulas and was hospitalized due to high blood glucose of 1400 mg/dl. Customer stated prior to the hospitalization for three days she changed her infusion set four times. Customer was admitted with high blood glucose of 1100 mg/dl. Customer had pneumonia and diabetic ketoacidosis, was treated with insulin drip. Troubleshooting was performed for the infusion set and not the insulin pump. Customer states the insulin pump is working correctly and has no issues with the device only bent cannulas from the infusion set. The customer current blood glucose was 523 mg/dl. The insulin pump is not returning for analysis.